Event description:
It was reported that (1) prw35 was used in an unknown procedure. It was reported that the sales rep picked up the stapler in the product coordinator's office. She was handed the stapler by one of the nurses during a case. The rep fired the stapler and the staples formed outward instead of inside. The sales rep could not identify the surgeon or the case.